Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was in 745 mg/dl range. Customer was seen in the emergency room and subsequently admitted to the intensive care unit (ICU). Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Reportedly, the customer had an alternate pump available for insulin therapy.